Manufacturer narrative:
Service was not dispatched to the site for this event. The low result was due to antigen excess which can occur on samples with extremely high levels of rheumatoid factor. Beckman coulter labeling states "extremely high rf concentrations (> 6,000 iu/ml) in serum may result in an antigen excess condition producing a low rf value on the immage system. If the patient`s clinical condition does not correlate with the reported rf concentration, dilute the sample and repeat the analysis."

Event description:
The customer reported that on (B)(6) 2011 imprecise rheumatoid factor (rf) results were generated on an immage immunochemistry system for one patient sample. The initial result, when tested utilizing the default dilution of 1:6, generated a result above the normal reference range. A repeat of the sample on another instrument at the same dilution level generated lower results still above the reference range. Upon multiple repeat tests on the same and two other instruments at a sample dilution factor of 1:36, the results were significantly higher. Collectively the results exceeded the precision claims of the assay. The imprecise results were not reported out of the laboratory and hence there was no death, serious injury or change to patient treatment associated or attributed to this event. Samples were serum. Instrument rf quality control (qc) results were within the customer's established specification during the timeframe of the event.